Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
Patient had no hearing sensations with the device. Family reports no incident of accident or trauma.

Manufacturer narrative:
Conclusion: damage to the active electrode, likely caused by an external impact, was determined to be the root cause of device failure, even though no such causal event, like an accident, is mentioned in the patient report. The investigation results appear to match the problems mentioned in the patient report. This is a final report.

Event description:
Patient no longer had any hearing sensations with the device. There is no incident of accident or trauma reported. The patient was re-implanted.